Event description:
A customer reported to baxter product surveillance of an intravia bag in which portion of the channel had separated from the rest of the labetalol bag when attempting to remove a set during an infusion. There was an alaris pump and an alaris smart set used with this bag. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A customer reported an intravia bag in which portion of the baxter channel had separated from the rest of the labetalol bag when attempting to remove an unknown set during an infusion. One actual unit was received for evaluation purposes related to connection-unable to disconnect. The received unit was used, and wet since it contained solution. The membrane tube was clean cut and covered with foil paper. During visual inspection, it was observed that there was a clean cut along the tubing port. The event description indicated that the set could not be removed from this bag during an infusion. An alaris pump and alaris smart set was used with this bag. The membrane tube was not received on the complaint and was not possible perform the dimensional measure. However, as part of the evaluation, the surface finish of the spike from hospira (alaris) set is different from the baxter manufactured spike. The surface finish of the spike has an important role in the removal force. A baxter spike establishes the surface finish to be between 16 to 45 micro inches. The surface finish value obtained from the hospira spike was below baxter specification. A definitive root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample has been received and is available for evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.